Event description:
One of our orthopedic surgeons was performing an arthroscopic shoulder procedure on above patient's right shoulder with the arthrocare quantum rf12000 machine. After the surgery, it was noted there was a 2-3 inch burn on the patient's chest. After some investigation, we found there had been 3 other burn on 3 other patients after the same procedure had been performed by the same surgeon and the same machines. We have 3 arthrocare quantum, rf 12000 machines and it is not documented on patient's chart which machine is used. We took the 3 machines out of service pending further investigation. It was our feeling after the investigation that the cause of the burns were user error.